Manufacturer narrative:
Device is a combination product. Age at time of event: mid 60's. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 4.00x38mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, when the physician noticed that the stent was getting to the end of the guide catheter, the stent got dislodged from the balloon. The physician stopped advancing the stent and started to pull the balloon away from the stent. The physician went back in with a smaller 1.5 balloon and it was inserted through the lumen of the stent. The balloon was inflated and the stent was drawn back out of the patient's body. The procedure was ended at that time and did not continue to fix the rca. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) including the hypotube, midshaft, shaft polymer extrusion, balloon and tip was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the crimped stent found that the stent was detached/separated from the delivery system and returned on a 0.014¿¿ guidewire with a balloon. The stent was damaged and stretched its entire length. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 4.00x38mm promus premier drug eluting stent was advanced to treat the lesion. However, when the physician noticed that the stent was getting to the end of the guide catheter, the stent got dislodged from the balloon. The physician stopped advancing the stent and started to pull the balloon away from the stent. The physician went back in with a smaller 1.5 balloon and it was inserted through the lumen of the stent. The balloon was inflated and the stent was drawn back out of the patient's body. The procedure was ended at that time and did not continue to fix the rca. No patient complications were reported and the patient's status was fine.